Event description:
Edwards reviewed article transapical delivery of a sapien valve for transcatheter aortic valve replacement in an 11-year-old patient with truncus arteriosus, by robles n, graziano jn, ruth jk, brady k, velez da, in pediatr cardiol. 2023 oct;44(7):1629-1631. Doi: 10.1007/s00246-023-03196-9. Epub 2023 jun 7. Pmid: 37285040. An 11-year-old male patient with 23mm magna ease aortic valve implanted for an unknown implant duration underwent valve-in-valve procedure due to severe stenosis. Male patient with a history of digeorge syndrome and truncus arteriosus post complete repair with several surgical interventions (x5) presented for progressive stenosis of bioprosthetic valve. Patient symptoms included fatigue and syncope with exercise. Tavr was performed with a 23mm sapien transcatheter valve. The patient was extubated in the hybrid laboratory and recovered in the cardiac intensive care unit. Post-operative recovery was uneventful, the patient was discharged home on pod# 3.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information were unsuccessful. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Article full citation: robles n, graziano jn, ruth jk, brady k, velez da. Transapical delivery of a sapien valve for transcatheter aortic valve replacement in an 11-year-old patient with truncus arteriosus. Pediatr cardiol. 2023 oct;44(7):1629-1631. Doi: 10.1007/s00246-023-03196-9. Epub 2023 jun 7. Pmid: 37285040.

Manufacturer narrative:
Added information to h6. Attempts to retrieve additional information were unsuccessful. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. The most likely root cause is patient-related factors, including patients age at time of implant.